Event description:
It was reported that the screw fractured, single crown tooth 46. Implant placed on 2010. Screw removed with extraction kit.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) unisg, (gold-tite square uniscrew) for evaluation. Visual evaluation was performed, the screw was fractured at threads of the screw. Threaded piece returned. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the unisg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. The screw was fractured at the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation completed.

Event description:
No further event information is available at the time of this report.